Event description:
Reporter alleged obtaining discrepant blood glucose values of 367 mg/dl back to back with a result of 131 mg/dl when testing was performed 2 minutes apart on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.